Event description:
It was reported that during the basilar artery (ba) acute thrombectomy procedure, after taking massive thrombus out there was severe residual stenosis. Physician place the microcatheter to deploy the subject stent but resistance was encountered while transferring it into the microcatheter. Then while advancing the stent delivery wire (sdw) of the subject stent got stretched and fractured inside the microcatheter. The microcatheter was withdrawn and a balloon catheter was used to dilate the vessel. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the basilar artery (ba) acute thrombectomy procedure, after taking massive thrombus out there was severe residual stenosis. Physician place the microcatheter to deploy the subject stent but resistance was encountered while transferring it into the microcatheter. Then while advancing the stent delivery wire (sdw) of the subject stent got stretched and fractured inside the microcatheter. The microcatheter was withdrawn and a balloon catheter was used to dilate the vessel. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was found to be deployed. The sdw was found to be broken/fractured. The broken off part of the sdw (stent delivery wire) stuck in the stent and could not be removed. The sdw was found to be deformed. The stent was fund to be deformed. The stent introducer sheath was not returned. Functional inspection, stent difficult/unable to transfer functional test was unable to perform as the stent was found to be deployed and sdw broken/fractured. Sdw broken/ fractured during use ¿ n/a. Confirmed during visual inspection. Sdw deformed ¿ n/a. Confirmed during visual inspection. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to transfer could not be replicated; however, the analysis results are consistent with the reported event. The reported sdw broken/ fractured during use and sdw deformed were confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on functional and visual inspection. The event description indicated that the stent was being used in a stenosis case which is not recommended. The stent dfu states "the microdelivery stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms". Additional information provided by the customer was the device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient, and that continuous flush was set up and maintained during the procedure. The patients anatomy was moderately tortuous. The device was returned for analysis with stent deployed, the sdw was found to be broken/fractured. The broken off part of the sdw stuck in the stent and could not be removed, the sdw was found to be deformed. The stent was found to be deformed. The stent introducer sheath was not returned. Its likely that patient's tortuous anatomy might have contributed to the encountered resistance and ultimately the damage to the sdw and stent. The as analyzed (aa) sdw broken/fractured during use, sdw deformed, stent deformed, stent deployed prematurely during use, sdw stuck in stent as well as the as reported (ar) stent difficult/unable to transfer, sdw broken/fractured during use and sdw deformed. Will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.